Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit had shut off automatically, it was left powered on for 24 hours and did not shut off and a review of the device log files revealed no confirming data. The power supply was replaced as a preventive measure. It was additionally noted that the programmer interrogated as required however the error log confirmed that an error occurred which would have caused the device to stop working and the software was reconfigured, reloaded and updated. Analysis also found a broken right keyboard hinge, that the keyboard was pulling apart at the hinge pin, the hinge plate screw was missing and that there was a bent tab on the power cord door. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer would shut off unexpectedly. It was further reported in the call into technical services that it would "suddenly stop working" and that at least once this occurred during a pacemaker check. The programmer was returned for service. No patient complications have been reported as a result of this event.